Manufacturer narrative:
Other applicable components are: product ID 3887-28, lot# l54442, implanted: (B)(6) 1998, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient stated that their ins is not "working power" like it is supposed to be. The patient further clarified that the stimulation would go from really light to full power depending on implant manipulation. The patient clarified again stating that it was not a shocking sensation. The patient stated that they lost 30 pounds and now can move the ins by grabbing the side. The patient thought the issue was where the battery connected to the wires and suspects there is a wire issue because stimulation changes when the patient "rubs across the wires" the issue is intermittent and only happens sometimes.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:  product ID 3887-28 ,lot# l54442, implanted: (B)(6) 1998, product type: lead.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw a manufacturer's representative and was going to follow up with their managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.